Event description:
The new biopsy needle bent while performing pleural biopsy, sample stuck to outer cannula and could not retract, had to remove entire cannula. The physician had to obtain the biopsy sample through the use of an older needle. There was no pt injury as a result of the event.